Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the catheter became stuck on the wire. A 2.1mm jetstream® xc atherectomy catheter was selected for use during a superficial femoral artery procedure. The jetstream was used on blades down mode and then ¿rexed¿ back through roughly 300cm of a lesion. It was over a non-bsc wire. Upon a second advancement, the jetstream would not pass smoothly and it became stuck on the wire while the device was within the patient's vessel. The jetstream catheter and wire were removed as a unit until they were able to be successfully separated; this occurred when a portion of the jetstream was outside of the body and the catheter was still inside of the body. Ultimately they were able to separate the devices and the case was finished with different device. No patient complications were reported. The patient's condition after the procedure was great.